Manufacturer narrative:
Section h10: (h1) according to the manufacturer¿s failure analysis of similar complaint reports, and considering the provided photographs, the revision reported in experience c2018-686 may have been the result of an overloading the insert in situ, leading to the fracture of the insert. However, according to ceramtec, no conclusion can be drawn regarding a possible cause for the fracture of the insert because it was not made available for evaluation. Section h11: corrections made in the following section(s): (b3) date of event.

Manufacturer narrative:
According to the manufacturer¿s failure analysis of similar complaint reports, and considering the provided photographs, the revision reported in experience c2018-686 may have been the result of an overloading the insert in situ, leading to the fracture of the insert. However, according to ceramtec, no conclusion can be drawn regarding a possible cause for the fracture of the insert because it was not made available for evaluation.

Event description:
Revision - reason not reported. Dr. Mark petty had a recent ceramic liner failure. No further information provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00827 and 1038671-2019-00104.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported. Dr. (B)(6) had a recent ceramic liner failure. No further information provided.